Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular (rv) lead exhibited episodes of noise over-sensing. The rv lead was capped on (B)(6) 2021, and was replaced. The patient's condition was stable before, during, and after the procedure.